Event description:
It was reported that during an unknown time the nurse noticed an adhesive-like foreign substance attached to the product. Based on the investigation, the product did not meet packaging inspection specification. There was a patient involved but no harm or impact reported. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. Visual examination of the returned product identified there were markings on the tubing. The markings were not stick and would not come off the tubing. The markings resembled an embedded material on the tubing or damage (scratching) to the tubing. The device was returned opened, but unused. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.